Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligature procedure performed on (B)(6) 2022. During the procedure, when they attempted to deploy the band to the desired esophageal varices, it was noticed that the band could not be deployed. It was reported that they removed the endoscope along with the speedband superview super 7 and attempted to test it outside the patient; however, the band still could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.